Event description:
The patient was revised because of a fractured head and poly wear of the liner.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and or a complaint database search was not possible as the product and lot codes required were unavailable. Review of the attached x-rays by warsaw base business noted the stem appeared to be centered and the cup appeared to be properly oriented. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.